Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal.

Event description:
It was reported that during implant, the left ventricular lead exhibited high thresholds and low impedance. The lead was not used.